Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield broke off during use with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 624 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the safety mechanism broke off when triggered, so the employees fared about 50% of the cannulas from this box. Eclipse needles, it happened that after the needle was removed from the vein and during activating the safety mechanism, the eclipse safety shield including the needle broke off the base of the holder in a way that the valve was still inside the holder. With this movement the needle injured the patient who got a scratch on the upper arm which bled. No further medical treatment except band-aid was necessary. The patient was very upset and the person who collected the blood was exposed to blood.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was not observed. Additionally, testing of the customer samples was performed and hub/collar separation was observed. Bd is unable to confirm the customers second reported failure mode of difficulty when screwing holder into needle and difficulty removing tube from np needle. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that safety shield broke off during use with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 624 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: the safety mechanism broke off when triggered, so the employees fared about 50% of the cannulas from this box. Eclipse needles, it happened that after the needle was removed from the vein and during activating the safety mechanism, the eclipse safety shield including the needle broke off the base of the holder in a way that the valve was still inside the holder. With this movement the needle injured the patient who got a scratch on the upper arm which bled. No further medical treatment except band-aid was necessary. The patient was very upset and the person who collected the blood was exposed to blood.